Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigation will remain inconclusive for the reported material split and improper or incorrect procedure. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk port implantable port allegedly experienced material split and improper or incorrect procedure. This information was received from one source. This malfunction involved a patient with no consequences. The female patient's age and weight were not provided.